Event description:
A falsely elevated troponin I result was obtained on a patient whole blood sample. The result was reported to the physician who questioned the result. The same sample was centrifuged and re-run as plasma on the same instrument and a negative troponin I result was were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.